Manufacturer narrative:
D10: it is unclear which tray and patella were implanted. 02-010-01-0230 - logic femoral ps cem left sz 3 (B)(6). 02-012-41-3020 - logic tibia traptray cem sz 3f/2t (B)(6). 02-012-41-3030 - logic tibia traptray cem sz 3f/3t (B)(6). 200-02-32 - three peg patella 32mm (B)(6). 200-02-35 - three peg patella 35mm (B)(6). 200-02-35 - three peg patella 35mm (B)(6). 204-38-08 - stem extension 80l x18 mm (B)(6). 204-70-00 - tibial stem ext. Screw (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced aseptic loosening, pain and discomfort. As a result, the patient underwent a left knee revision approximately 3 years and 7 months after implantation. During the revision surgery the tibial insert was noted to be worn. No further patient impact reported. No further information available.